Manufacturer narrative:
(B) (4). Results: myocardial infarction.

Event description:
The pt presented to hosp with chest pain and noted having chest/left shoulder discomfort 2 days prior to this admission. Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one in the 1st obtuse marginal and one in the right posterior descending artery. (MFR report# 2953200-2010-00997). The 1st obtuse marginal lesion involved a bifurcation - balloon angioplasty. A borderline successful balloon angioplasty of the jailed ostium of rpl1 was performed. It is reported there is significant double vessel coronary artery disease. Increased cardiac enzymes due to jailed ostium of rpl during deployment of endeavor stent and acute non-stemi, non-q-wave mi were reported 1 day post procedure. Investigator has indicated that the event was possibly related to the study stent. It is reported that the pt recovered without treatment. At 1 month and 6 month follow-up's, pt was asymptomatic / free of symptoms.